Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). A sales unit box was returned for analysis. Visual inspection of one devices indicates that the tyvek was separated from the blister on the top side of the blister, on the handle side of the device. Further inspection indicates no evidence of seal material on the blister of the device. In addition, the tyvek was folded and glued to the tyvek. The other 5 devices were inspected, and no anomalies were observed with the packaging of the devices. It is possible that, due to the condition of the tyvek, ( bend), the tyvek did not seal appropriately. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during incoming inspection/labeling operation, found a poor heat seal (box surface); tyvek has a channel. The product was not at a hospital. The product was never used on a patient.